Event description:
During an implant induction (adt), the device sensed the output of a ddd pacemaker during fibrillation (this was during induction testing with the pacemaker at max output). Since the arrythmia was not being detected, a stat shock was requested. However, before taking the user to the stat shock screen, there was a delay while the screen froze and the iegm redraw took place. The user needs to be able to request and deliver a star shock with no delay.